Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a colonoscopy procedure on the day before. According to the complainant, "during deployment, the clip failed to rotate and release. This resulted in a mucous tear during removal of the device. Two additional clips were used to achieve hemostasis. The patient received antibiotics" (type of antibiotic is unknown) there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."